Event description:
It was learned that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 10 months due to severe aortic regurgitation seen on "echo;a perivalvular" leak. The operative report findings indicate, " calcified aortic root. Normal appearing prosthetic aortic valve with perivalvular leak". Operative details indicate, " the [subject] valve was examined, it appeared intact. It was difficult to determine where the perivalvular leak was. The valve was explanted. The annulus was debrided of additional calcium ... [At the end of surgery] patient tolerated procedure well, was transferred to the ICU in stable condition".

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple attempts, the subject device has not been released to edwards for evaluation. Based on the available information, there is no indication to suggest a device quality deficiency that may have caused or contributed to this event. As stated in the operative findings, patient aortic root calcification was noted, and no abnormalities with the prosthetics. It is possible that the reported perivalvular leak can be due to patient or procedure related factors, such as the mentioned calcification of the aortic root.